Manufacturer narrative:
Per the clinic, open circuits were noted on all electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, open circuits were noted on all electrodes and the patient experienced subsequent loss of connection to the internal device. Hardware exchange, troubleshooting, and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.